Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One 45cm 6fr glidesheath slender sheath and dilator were received for product evaluation. The sheath od measured at 0.1092 which was within manufacturer specifications. The sheath ID measured at 0.088 inches which was within manufacturer specifications. The length of the sheath measured at 45.65 cm which was within manufacturer specifications. Visual inspection revealed that the two components (sheath and dilator) were mated together. The dilator could not be inserted into the sheath without using great force. The components were mated a second time and then viewed under x-ray to see if there was some interference inside the sheath. No damage or gross anomalies were seen in the x-ray image. The dilator was subjected to visual inspection and there were no kinks or bends along the dilator shaft. The dilator was viewed under microscope and no damage or gross anomalies were seen on the dilator. The entire shaft of the dilator was measured using lasermike and a portion of the od was found to be out of specifications. The dilator shaft od measured a range of 0.0850 to 0.0876 starting at 15cm from the hub to 17 cm from the hub. The dilator od should be a maximum of 0.085 inches. The length of the dilator measured at 52.85 cm which was within manufacturer specifications. Terumo has determined the reported event to be manufacturing related and is being further investigated.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the nurse inserted the destination dilator into the sheath. After a few cm., the dilator became stuck and was not able to be pushed forward. The sheath was flushed before inserting the dilator. Another destination was used instead. The event occurred before use. Additional information was received on 20nov2019. The dilator was very difficult to push into and forward the sheath. The incident happened by preparing the angio-table, long before the patient entered the angio-room; there was no patient involved. The assistant just took an another rsr01 with no problems. The patient was in stable condition. The procedure was completed successfully with the second destination. There was no noticeable damage to the dilator or sheath.